Event description:
Patient representative reported left side "bia-alcl", "capsular contracture baker grade IV", "patient has been experiencing enlargement of their breast, as well as increasing pain and fatigue", and "patient suffers from depression and anxiety associated with the reported adverse events". Events of "fatigue" and "depression" are not device related. Pathological markers confirming alcl have not been received. Device status is unknown.

Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Due to ongoing legal proceedings, follow-up is not possible at this time. Therefore additional event, product, and/or patient details are not attainable. The reason for reoperation is: "bia-alcl", "capsular contracture baker grade IV".

Manufacturer narrative:
The event of infection(unknown onset is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Additional, corrected and changed data: a.2, b.5, d.4, d.6b, e.3, h.4, h.6.

Event description:
Patient¿s representative reported bia-alcl diagnosis and capsular contracture baker grade IV. Histopathological markers cd30 and alk- have not been confirmed. Patient has been experiencing enlargement of their breast, as well as increasing pain and fatigue, frequent infections and lichen planopilaris. Patient suffers from depression and anxiety associated with the reported adverse events. The device has been explanted and 3 months after explant the patient had "emergency surgery". This record relates to the left side.

Event description:
Patient¿s representative reported bia-alcl diagnosis and capsular contracture baker grade IV. Histopathological markers cd30 and alk- have not been confirmed. Patient has been experiencing enlargement of their breast, as well as increasing pain and fatigue, frequent infections and lichen planopilaris. Patient suffers from depression and anxiety associated with the reported adverse events. The device has been explanted and 3 months after explant the patient had "emergency surgery". This record relates to the left side.

Manufacturer narrative:
Further investigation summary: with the information collected during the investigation, there is enough evidence to support that device serial number (B)(6) was manufactured under controlled conditions in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents related to the reported event. Seal strength results were acceptable. Environmental monitoring results were found to be acceptable, and they confirmed that there was not an adverse impact on environmental conditions, device quality or performance. The sterilization run 30012863 is not related to any additional complaint infection record reported as of today. During the trend review of all infection complaints for gel breast implants for the period of (B)(6) 2021 through (B)(6) 2023, was noted an outlier in (B)(6) 2021. An additional analysis was performed to determine any pattern or any similarities relation between prs involved. It was found that a primary packaging operator was involved in more than one occasion, however the person was trained in the corresponding procedure. In addition, all the records involved in this month were reviewed and no issues were found associated to either event. Given the fact that the cause of the infection cannot be specifically associated to the manufacturing process, and there is not an adverse trend for this type of event, and no ER/ ncr(s) or temporary changes were identified during the investigation associated to this lot and the complaint, no corrective action is deemed necessary at this time.